Event description:
It was reported to boston scientific corporation that an advanix rx delivery system and an advanix double pigtail stent were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was met when the stent was attempted to be deployed. The stent released in an undesired location and was, therefore, removed using grasping forceps. During deployment, the white part of the push catheter buckled and tore near the handle; the pull wire popped out at the tear in the push catheter. It was reported the push catheter did not snap. The procedure was completed with another advanix rx delivery system and advanix double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device revealed the push catheter to be torn. The pull wire was found bent and dislodged at the tear in the push catheter. The push catheter was also found twisted and the exit ramp window of the push catheter was found torn. Residue was noted on the guide catheter (likely from the procedure); however, no damage was noted to the guide catheter. The stop cannula on the pull wire was found embedded and stuck inside the dual lumen of the delivery system, indicating excessive pull force was applied during use. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy, tight stricture, or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx delivery system and an advanix double pigtail stent were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was met when the stent was attempted to be deployed. The stent released in an undesired location and was therefore removed using grasping forceps. During deployment, the white part of the push catheter buckled and tore near the handle; the pull wire popped out at the tear in the push catheter. It was reported the push catheter did not snap. The procedure was completed with another advanix rx delivery system and advanix double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.